Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 1000 mcg/ml at 110,5 mcg/day (in flex dosing) via an implantable pump. It was reported that on an unknown date in november 2020, the patient developed very purple skin around the pump with venous markings and flakes. The hcp initially suspected low-grade infection/rejection. However, cultures were negative, so infection had never been demonstrated. There was no fever, and labs were normal. Rejection also seemed very strange to the neurosurgeon (especially since the patient already had a pump before). There was no moisture in the pocket around the pump; the patient had clinical effect of intrathecal baclofen, so no leakage was considered. The patient was sent to a dermatologist, and the dermatologist ¿thought about eczema.¿ there were no applicable environmental, external or patient factors that might have led or contributed to the event. Because the red/purpleness only incre ased, the neurosurgeon eventually removed the entire system (pump and catheter). The issue was resolved. The patient's status was alive - no injury. The customer discarded the system. The system had not yet been replaced but would be replaced in the future. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.